Manufacturer narrative:
Approximate age of device ¿ 2 months. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as it remains in use supporting the patient. Although the reported power elevations were confirmed by the submitted system controller log files, the cause of the events could not be conclusively determined. The hospital staff reported that the patient showed an increase in pump power and flow. The submitted log file contained multiple power elevations above 10 watts, which appeared to occur during pulsatility index events. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The evaluation could not conclusively determine the cause of the power elevations. The instructions for use explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the physician&#62688;evaluation of the patient did not indicate pump thrombus. The patient had lost (B)(6) pounds since implant, which caused the inflow cannula to shift. The patient is currently trying to gain weight and has been discharged home. The patient is reportedly doing well.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called the hospital with increased pump powers and estimated flows. The patient was admitted to the hospital with concerns of pump thrombosis. The log file was reviewed which confirmed the elevated powers and flows. The physician stated that they were in the process of ¿doing a meticulous evaluation for a possible pump thrombosis." No further information was provided.